Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic for a follow up visit, non-sustained myopotential rv oversensing issue was observed. Programming changes were made which resolved the issue. Device will continue to be monitored. Patient had no adverse reactions and was stable.